Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard found no issues. The field service engineer logged into pyxis medstation with no problems and tested keyboard in hardware test application and found no issues. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had keyboard malfunction. The customer stated that the malfunction occurred and there was delay in dispensing medication to a patient care. There were no adverse events or injuries reported based on this event.